Event description:
Hill-rom received a report from the account stating the siderail was broken and would not latch. The bed was located at the account in medsurg. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the found bracket, center arm, and cover all damage. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced found bracket, center arm, and cover to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. Based on this information, no further action is required.